Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer stated latch error 292 on channel c was confirmed due to a broken up drive module that jammed, replaced it a new drive module on channel c. (B)(4).